Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficits are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported increased infarction/subacute infarct in the right middle cerebral artery (mca) was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01137. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter and a penumbra system 3max separator. During the procedure, the physician successfully removed thrombus and revascularization was achieved. However, on postoperative day 1 (pod1), a noncontrast computerized tomography (ncct) scan showed an evolving mca infarct. Follow-up imaging showed continued evolution of the subacute infarct in the right mca. By postoperative day 3 (pod 3), a follow-up computed tomography (CT) scan indicated increased infarction in the right posterior frontal and parietal lobe. On (B)(6) 2014, patient died as a result of congestive heart failure (chf). The site considered the reported increased infarction/subacute infarct in the right mca as serious but unrelated to the penumbra system and angiographic procedure and probably related to the index stroke. The reported increased infarction/subacute infarct in the right mca was reviewed and adjudicated by the committee to be serious with an uncertain relationship to the penumbra system and the angiographic procedure and a possible relationship to the index stroke.